Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump made a high pitch noise and the display went blank. The screen had a scratch. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. No high pitch tone noted. The insulin pump powered up properly after battery installation and the operating currents are within specifications. The insulin pump had minor scratches on the lcd window and cracked case at the display window corners.